Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually, the device appears to be in used condition and the connecter is slightly bent and is heavily scratched. The marks/scratches indicates that something with a heavy weight ran over the cable. The foot pedal was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated for 1 minute each, the electrode worked as intended under coagulation, but the electrode did not function under ablation, confirming the complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed five other dissimilar field issue complaints reported for this lot of devices. None of the complaints were resulted from a design or a manufacturing defect. The damage shown on the connector indicates that the device have seen heavy use causing possible internal wear of electrical components that might have contributed to the reported complaint. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's vapr iii footpedal was intermittently working during an acl procedure. The surgeon used another footpedal to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No further details were available.